Manufacturer narrative:
A product analysis has not been performed. The device was discarded by the customer.

Event description:
It was reported that the front of the blade became disconnected from the shaft and would not work. There was no patient injury.

Manufacturer narrative:
Additional information from received indicates that the blade worked for 5-10 minutes before it became loose/broke. Once the blade was retracted from the patient, the doctor moved the tip and it detached. There were no fragments that required retrieval from the patient. Reused single use?: (B)(6). Date manufacturer received: september 29, 2016. Use of device: initial.

Event description:
Additional information from received indicates that the blade worked for 5-10 minutes before it became loose/broke. Once the blade was retracted from the patient, the doctor moved the tip and it detached. There were no fragments that required retrieval from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.